Manufacturer narrative:
Product event summary # geo. Event description: in response to the advisory describing the potential for a device circuit error to occur while the device is processing an atrial-sensed event, the implantable pulse generator (ipg) was prophylactically reprogrammed. The patient could not tolerate a non-susceptible mode so the ipg was replaced. No device malfunction was observed while the device was in use, however, the device was functioning in a mode susceptible to circuit error and was therefore reprogrammed and ultimately replaced to preclude harm to the patient. No patient complications have been reported as a result of this event. Preliminary geo assessment: pacemaker included in (B)(4): dual chamber ipg circuit error. Preliminary geo conclusion: (B)(4): pacemaker - (B)(4) replacement. Concomitant medical proaducts: product ID: 5076, product ID: 5076. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited a pacing problem. The device was reprogrammed but the patient returned to their physician with dizziness because the patient could not tolerate the reprogrammed pacing mode. The device was explanted and replaced. No further patient complications have been reported as a result of this event.